Event description:
It was reported through retrospective clinical trial that patient underwent other conservative approach procedure in order to solve post tka arthrofibrosis of the left knee. Event was resolved on (B)(6) 2012 and its severity was deemed to be mild.

Manufacturer narrative:
Correction based on new data received.

Manufacturer narrative:
Based on additional information received from the study site, which contained corrections to previously reported data, this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00509.

Manufacturer narrative:
Based on additional information received from the study site, which contained corrections to previously reported data, this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00509.